Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the suction tip burnt off and fell into the cavity of the patient. It was retrieved and will be returned. The surgeon believes that the issue was due to excessive eschar build up on the l-hook, which caused it to overheat and melt the plastic suction tip. No device fragment was left in the patient cavity. To correct the condition the plastic piece was retrieved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one surgiwand. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. Replication of the secondary damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.